Event description:
It was reported that the issue was found during a therapeutic, diagnostic gastroscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Updated fields: h2, h6, h11. Corrected fields: b3, b5, b6, b7. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 full name, initial reporter establishment name - (B)(6) university hospital (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects observed on the air and water cylinder and plastic distal end cover. A root cause could not be identified. Based on the results of the investigation for the display issues, no problem was found. A cause for the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.